Event description:
The customer stated that her blood glucose readings had been high. While troubleshooting, she performed a control test and received a result of 213 mg/dl. The normal control range is 89-120 mg/dl. The customer did not allege any adverse events. The test strips that the customer used were from a smaple bottle of 5 strips that came with the meter. She did not have any test strips left, so no product will be returned.